Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: multiple loss of prime warnings, which are indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, with no loss of prime warnings observed; the reported event was not duplicated. The pump failed a force sensor calibration check. The pump case was removed, and the force sensor resistance reading was found to be within specifications. Also, the force sensor components were free of damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, multiple loss of prime alerts occurred with cartridges from different boxes and the reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.